Event description:
It was reported that the patient had multiple pre-syncopal episodes prior to office visit and the right ventricular (rv) lead had intermittent capture and high threshold, and threshold changed with patient's position. The rv lead was explanted and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage. Visual analysis indicated the lead was received with the helix extended.